Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was in an arteriovenous fistula located in the forearm vessel. A 6.0 x40, 75cm gladiator elite was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon burst. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 30mm in length and extended from a position 5mm distal of the proximal markerband to 5mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. A2: age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was in an arteriovenous fistula located in the forearm vessel. A 6.0 x40, 75cm gladiator elite was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon burst. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable. It was further reported that the target lesion was 70% stenosed, moderately tortuous, and moderately calcified.